Manufacturer narrative:
The occluder was brought back into manufacturers specifications with the recertification of the occluder head. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during preventative maintenance (pm) of the device, the "pounds" reading was low (reading was 42#) and is out of specification on the occluder head. Since the event occurred during preventative maintenance, there was no pt involvement.